Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that the cause of death was reported as renal failure.

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced urgency, frequency, and interstitial cystitis. It was also reported that the plaintiff allegedly experienced urinary problems, leakage, recurrent and persistent urinary tract infections, and pelvic pain. Furthermore, it was reported that the plaintiff died. No cause of death was reported.